Event description:
Controller referenced in manufacturer report number #2916596-2021-04338.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a driveline disconnect; however, a specific cause as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The submitted log file contained data from 01jul2021 at 17:20:44 to 10jul2021 at 1:55:04. The pump fixed speed was set at 9600 revolutions per minute (rpm) with a low-speed limit of 9000 rpm. On 10jul2021 at 1:52:58, the driveline was disconnected resulting in low-speed hazards and low flow hazards. The driveline was not reconnected before the captured data ended. A specific cause for the driveline disconnect could not conclusively be determined through this evaluation. There were no other abnormal events captured ¿ the only other events were associated with power cable disconnects and pi events. The pump operated at or above the speed limit of the duration of the captured data. The pump appeared to operate as expected. Multiple attempts to gather additional information was attempted; however, none was received. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 20jul2020. The heartmate ii instructions for use and heartmate ii patient handbook are currently available. Section 7 entitled ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including driveline disconnect alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a driveline disconnect captured in log file review. The cause was unknown.